Event description:
It was reported that the patient presented to the emergency room with low flows and ventricular fibrillation (vfib). The patient experienced decreased left ventricular assist device (lvad) flow and responsiveness. The patient was shocked out of vfib and received intravenous (IV) fluids. Abbott implantable cardioverter-defibrillator (ICD) interrogation showed that atrial fibrillation suddenly converted to ventricular fibrillation (the patient had pre-existing history of afib and vfib). The log files only captured the low flow events and there did not appear to be any type of device issues causing these events. The patient's low flows resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account reported that the low flows resulted from the patient¿s arrhythmia. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported arrhythmia could not be conclusively established. The controller event log file contained data from 07sep2022. Low flow fault flags were captured throughout the file due to the estimated flow decreasing below the low flow threshold of 2.5 liters per minute (lpm) , to a range of 1.2-2.4 lpm. These faults resulted in multiple low flow hazard alarms. No other notable events or alarms were observed. Despite the observed events, the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22feb2019. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. The IFU addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. The IFU, ¿alarms and troubleshooting¿, and the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.